Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had fallen and wanted a new ipg. The patient's ipg had stopped taking charge following the fall. The patient also had soreness around the ipg site. The fall was not device related. The patient underwent an ipg revision and is doing well.